Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain : abdominal pain") in a (B)(6) female patient who had essure (batch no. B82472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included foot pain, tenderness, tubal pregnancy, c-section, sore throat, back pain, kidney stones, abdominal tenderness, abdominal pain lower, ovarian cyst, perineal pain, dysfunctional uterine bleeding, pelvic adhesions, penicillin allergy, nabothian cyst and eye pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 23 days after insertion of essure. The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left: 4 patient sp r salpingectomy from ectopic, essure implant only placed in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: (B)(6). Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received- previously reported event "injury" updated with " abdomen pain", abnormal bleeding (vaginal), abdominal pain, abnormal bleeding (menorrhagia), , patient did not underwent essure confirmation test ". Lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain : abdominal pain") in a 30-year-old female patient who had essure (batch no. B82472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included foot pain, tenderness, tubal pregnancy, c-section, sore throat, back pain, kidney stones, abdominal tenderness, abdominal pain lower, ovarian cyst, perineal pain, dysfunctional uterine bleeding, pelvic adhesions, penicillin allergy, nabothian cyst and eye pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 23 days after insertion of essure. The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left: 4. Patient sp r salpingectomy from ectopic, essure implant only placed in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.